Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Additionally, the insulin gauge estimate was observed to be inaccurately remaining static. The customer's blood glucose (bg) ranged from 120-182 mg/dl. Multiple contact attempts were made by tandem technical support to determine if the battery and insulin gauge issues persisted; however, no additional information could be obtained.